Event description:
Customer reported the device and its base shorted out at the third and fourth contacts. Customer stated the contacts on the device are completely gone and melting is present. Customer indicated the contacts on the base are present and melting is present there as well. Neither patients nor staff was impacted. A request was made for return product and replacement product was sent.